Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, unable to confirm excessive no delivery alarm, signal too low alarm, failed battery test and unexpected battery out limit alarm due to buttons unresponsive or to perform any tests due to buttons unresponsive. No ramping numbers on the display and no frozen screen noted. The insulin pump had cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump alarmed unexpected restart and failed battery and the number are ramping on the keypad. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.